Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via a trial that the patient had a history of unstable angina, and a non-q wave myocardial infarction (mi) within 72 hours prior to the procedure. In 2008, the procedure was performed to treat a de novo lesion in the obtuse marginal, which was mildly calcified, mildly tortuous and 70% stenosed. Treatment consisted of direct stenting using a 2.5x15 mm promus stent resulting in 0% residual stenosis. Reportedly, the patient died in 2009. The cause of death is unk. The patient's medications are unk. No additional information is available.